Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the heartstart xl+ monitor / defibrillator failed to defibrillate a patient. Additional information received indicated the patient died. This report has been updated from a serious injury to a death. The customer reported the code started at 22:38 when the patient went into ventricular fibrillation (vf). The pads were placed at 22:39 with documented rhythms of vf and pulseless electrical activity (pea) . At 22:46, the patient was moved into a shock room in the emergency department and continued rhythm checks were pea and vf at 22:56. The device would not read rhythm using pad setting and was unable to shock. The patient was defibrillated with another device from the shock room. At 22:58, the patient was asystole and time of death was 23:00. A philips field service engineer (fse) spoke with the customer biomed via phone call. The biomed indicated the nurse had stated the device was ¿updating¿. The biomed stated that the nurse may have assumed the device was updating software resulting in the unit not shocking. The fse informed the biomed that the unit would not update the software without being initiated and the device was updating/analyzing the heart rhythm of the patient to be able to perform as needed. The patient may have already been unresponsive which would cause the unit to look for a heart rhythm before shocking. The philips AED algorithm application note (publication (B)(4), page 3) states: "shockable rhythms have certain characteristics that can be used to distinguish them from non-shockable rhythms. The feature extraction component of the AED algorithm measures these key characteristics and provides the measurements to the rhythm classification component of the algorithm." An event file was submitted to philips however the file was corrupted and could not be reviewed. The device was evaluated by a philips repair bench technician. No parts were replaced. The device passed all performance assurance tests and was returned to the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl+ monitor / defibrillator failed to defibrillate a patient. Philips is considering this event to be a serious injury because it is unknown if the patient experienced an adverse event, the outcome of the event is unknown, and it is unknown if the treatment was interrupted. Additional information has been requested.

Manufacturer narrative:
Corrected report sources.